Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump does not alarm. The customer¿s blood glucose level was 111mg/dl at the time of the incident. It was reported she has had many problems with catheter obstruction and the pump does not alarm. She also reported that the patient has been hyperglycemic. When she removed the catheter, cannula was normal. She tried performed a fixed prime and fill cannula of 5u test, but it was not possible because she only can program a fixed prime and fill of 2u. The insulin pump will not be returned for analysis.